Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that about two weeks ago her intensity dropped to 0. The patient said she was able to turn it back up, but ever since when she lies on her right side (where her ins is) her leg is constantly burning and stinging. The patient said she also feels this way if she is sitting still or moving around too much. The patient said when her leg feels this way it feels better if she applies cold air to her leg. The patient said she tried switching programs, but she still felt the stinging. The patient said she has not tried turning off her stimulation to see if the feeling goes away then. No further complications were reported. No patient symptoms were reported.